Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection the week following cardiac resynchronization therapy defibrillator (crt-d) system implant with an absorbable envelope. The system was removed and tested negative for infection. It was then thought that the infection was actually an allergic reaction; however, the patient continued to be treated as if it was an infection. A temporary pacing system was utilized while an inquiry was made regarding a possible future custom device for the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.